Manufacturer narrative:
The explanted ipg was not returned to bsn as this was discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the ipg site. It was believed that the infection was not device related. The patient was prescribed medications and underwent a revision procedure wherein the ipg was replaced per physician¿s preference. During the procedure, the physician confirmed that the patient did not have an infection, but that it was an ulcer on top of the ipg. The physician believed it was caused by the location of the ipg and waistline rubbing on the ipg. The patient was reportedly doing well postoperatively.